Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Skin burn was reported on a questionnaire for post market surveillance. Patient had a small 2mm skin burn at the access site. Physician believes it was user error as he did not pull the catheter out quickly enough after the heating cycle was completed. The burn healed without any intervention.